Manufacturer narrative:
Received 1 used set of arcticgel pads. The reported event was confirmed as cause unknown. During the visual evaluation, the pads were reviewed and were found to have the trim pattern correctly performed, the plastic tubes on the pads were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between the manifold connector and the pads were found completely sealed, the connectors were verified to be correctly assembled with the tube (the shortest tube were found that made match the positive mark (+) and the white plastic connector strip. The longest tube were found that made match the negative mark (-) and the blue plastic connector strip.) The pads were visually inspected for damage, and the left chest pad and the right chest pad energy connectors were found damaged (cracked), and it was noted that there was evidence of the sealing present on all of the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: the flow rate was not stabilized due to the energy connector was found damaged (cracked), left thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 1.58 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 5.09 l/min m2 of flow rate were registered during the test. According the test method, the flow rates were found to be unacceptable for the left chest pad (the flow rate was not stabilized due to the energy connector was found damaged/cracked), and the right chest pad( a total of 1.58 l/min m2 of flow rate were registered during the test, the energy connector was found damaged/cracked). The other pads were found acceptable under this test. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the arctic sun device did not fill. The nurse emptied and disconnected the pads, and refilled the device. When therapy resumed there was no flow, accompanied by an alert 01 and 02. The nurse disconnected and reconnected the pads holding only the blue tubing, however the flow rate (fr) remained at 0lpm. The nurse emptied and disconnected the pads again. The device was placed in manual control with only the fluid delivery line attached and the flow rate was 1.8lpm, ip= -7, and cp= 51%. When the right chest pad was attached to two different valve sets, it was out of specification on both (fr=1.7/1.4, ip= -4.5/-3.8, cp= 100%). The nurse did the same with the left chest pad (fr= 2.1/2.0, ip= -4.5, -3.8, cp 100) on both valve sets. The patient was admitted 6 days prior to this event, but the nurse was unsure of when the patient initially began therapy on the arctic sun device. The nurse replaced the pads with a new set of pads and during a follow up the new pads were functioning properly. The fr= 2.7lpm, wt= 6.2c, and pt= 38c. The nurse confirmed that manual control had been disabled. Therapy resumed without further issues.

Manufacturer narrative:
Received 1 used set of arcticgel pads. The reported event was confirmed. The root cause of the reported issue of low flow was due to a damaged energy connector. During the visual evaluation, the pads were reviewed and were found to have the trim pattern correctly performed, the plastic tubes on the pads were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foams were found free of damages, tears or perforations, the seal between the manifold connector and the pads were found completely sealed, the connectors were verified to be correctly assembled with the tube (the shortest tube were found that made match the positive mark (+) and the white plastic connector strip. The longest tube were found that made match the negative mark (-) and the blue plastic connector strip.) The pads were visually inspected for damage, and the left chest pad and the right chest pad energy connectors were found damaged (cracked), and it was noted that there was evidence of the sealing present on all of the pads. No manufacturing issues related were noted during the visual evaluation of the pads returned. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: the flow rate was not stabilized due to the energy connector was found damaged (cracked), left thigh pad: a total of 3.82 l/min m2 of flow rate were registered during the test. Right chest pad: a total of 1.58 l/min m2 of flow rate were registered during the test. Right thigh pad: a total of 5.09 l/min m2 of flow rate were registered during the test. According the test method, the flow rates were found to be unacceptable for the left chest pad (the flow rate was not stabilized due to the energy connector was found damaged/cracked), and the right chest pad( a total of 1.58 l/min m2 of flow rate were registered during the test, the energy connector was found damaged/cracked). The other pads were found acceptable under this test. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿

Event description:
It was reported that the arctic sun device did not fill. The nurse emptied and disconnected the pads, and refilled the device. When therapy resumed there was no flow, accompanied by an alert 01 and 02. The nurse disconnected and reconnected the pads holding only the blue tubing, however the flow rate (fr) remained at 0lpm. The nurse emptied and disconnected the pads again. The device was placed in manual control with only the fluid delivery line attached and the flow rate was 1.8lpm, ip= -7, and cp= 51%. When the right chest pad was attached to two different valve sets, it was out of specification on both (fr=1.7/1.4, ip= -4.5/-3.8, cp= 100%). The nurse did the same with the left chest pad (fr= 2.1/2.0, ip= -4.5, -3.8, cp 100) on both valve sets. The patient was admitted 6 days prior to this event, but the nurse was unsure of when the patient initially began therapy on the arctic sun device. The nurse replaced the pads with a new set of pads and during a follow up the new pads were functioning properly. The fr= 2.7lpm, wt= 6.2c, and pt= 38c. The nurse confirmed that manual control had been disabled. Therapy resumed without further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device did not fill. The nurse emptied and disconnected the pads, and refilled the device. When therapy resumed there was no flow, accompanied by an alert 01 and 02. The nurse disconnected and reconnected the pads holding only the blue tubing, however the flow rate (fr) remained at 0lpm. The nurse emptied and disconnected the pads again. The device was placed in manual control with only the fluid delivery line attached and the flow rate was 1.8lpm, ip= -7, and cp= 51%. When the right chest pad was attached to two different valve sets, it was out of specification on both (fr=1.7/1.4, ip= -4.5/-3.8, cp= 100%). The nurse did the same with the left chest pad (fr= 2.1/2.0, ip= -4.5, -3.8, cp 100) on both valve sets. The patient was admitted 6 days prior to this event, but the nurse was unsure of when the patient initially began therapy on the arctic sun device. The nurse replaced the pads with a new set of pads and during a follow up the new pads were functioning properly. The fr= 2.7lpm, wt= 6.2c, and pt= 38c. The nurse confirmed that manual control had been disabled. Therapy resumed without further issues.